Event description:
It was reported that the pt experienced stimulation in the wrong location. The pt needed stimulation in their back and in their leg, but felt it in their abdomen and in "odd places" in their leg. There were no falls associated with this event. It was also reported that the pt experienced high impedances. Impedances greater than 4000ohms were measured on some of the bipolar pairs. An impedance measurement on electrode 0 and 4 was not possible. A lead revision was considered by pt's healthcare provider.

Manufacturer narrative:
(B) (4).